Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported event. There was a serious injury associated with this issue. It was stated in the complaint that a patient obtained burns under ECG electrodes (3m¿ red dot¿ ECG monitoring electrodes, 2570, foam, diaphoretic, 1.6 in x 1.36 in (4cm x 3,5cm)) during an mr examination of the spine (c-/t-/l-spine). The burns were at the sites where the ECG electrodes were placed during the examination (left upper chest, right upper chest, left lower abdomen, right lower abdomen, and center mid-abdomen). One of the burns (left upper chest) was rated as grade 3. All burns were treated by the burn/wound care team of the hospital. Siemens healthineers was informed on 2025-05-01 that the patient passed away six days after the incident due to sudden cardiac arrest. We are therefore unfortunately unable to make any statement about the healing process. Siemens healthineers experts analyzed the images generated during the patient¿s examination. The complete examination of the patient¿s spine lasted 38.2 min with an active scanning time of 25.9 min. No abnormality was found, which would indicate a system malfunction. The complete measurement was performed in the normal operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 85.6 % of the normal mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 35.6 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). General qa checks were performed by our service engineer and showed no signal of a technical malfunction of the system. Coil qa checks were performed for the used head/neck 20 coil and showed no signal of a technical malfunction of the coil. No coil qa checks were performed for the used spine 72 coil, but it is very unlikely that the current incident was caused by a malfunction of this coil. In summary no hardware or software problem was found, which would explain the reported burns. The used ECG electrodes are labelled as mr conditional. According to the device description and reference guide, a patient with these electrodes can be scanned safely immediately after placement under the following conditions: - static magnetic field of 3-tesla or less. - maximum spatial gradient magnetic field of 4,000-gauss/cm (40-t/m). - maximum mr system reported, whole body averaged specific absorption rate (sar) of 4-w/kg for 15 minutes of scanning (i.e., per pulse sequence) in the normal operating mode. Under these conditions, the electrodes are expected to lead to a maximum temperature rise of 2.5°c. Furthermore, the electrodes are only tested and labelled as mr conditional in case they are not connected to an ECG lead/monitoring device. According to the information we received from our on-site team via email on 2025-04-30, the ECG electrodes were not connected to the ECG system during the examination. In addition, the first and second condition were met during the patient¿s examination. The formulation of the third condition is contradictory, as the iec limit for whole-body averaged sar in normal operating mode is 2 w/kg and the mentioned value of 4 w/kg can only be reached for an averaging time of 10 s in normal mode. In general, 4 w/kg is the limit for whole-body sar first-level controlled mode.

Manufacturer narrative:
H3, h6: the investigation is ongoing. A root cause has not been identified. A supplemental report will be submitted upon completion of the investigation if additional information becomes available.

Event description:
Siemens healthineers was notified of a serious patient injury after undergoing an examination with the magnetom vida system. It was stated in the complaint that a patient had burns under 3m red dot foam monitoring electrodes (device 2570). It was further stated that the burns were 3rd degree and that the patient received wound care burn intervention at the burn center.